Manufacturer narrative:
The technician found the weigh frame bracket was beginning to bend. The technician replaced the bracket to repair the bed.

Event description:
Information received indicates the left siderail is not latching in the up position.